Event description:
Patient was implanted with medial and lateral va lcp distal humerus plates and screws, implanted for an intra articular fracture, on (B)(6) 2012. Patient returned to surgeon for follow up visit on an unknown date; x-rays showed the fracture had shifted and two screws backed out of the plate. No planned intervention scheduled at the time of this report. Hardware will be left as is in hopes of continued healing. There was minimal irritation for the patient. No treatment is scheduled at this time. This is 1 of 5 reports for this event.

Manufacturer narrative:
Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.